Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check te pad messages) has been confirmed. As received, the belt failed incoming functional testing. Upon evaluation, there was an open white pulse wire in the trunk cable connector. The cause of the messages in the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement electrode belt.